Manufacturer narrative:
During investigations, a study was performed by spiking negative anti-toxo igg patient samples with the rhophylac drug. In house confirmatory testing for toxo igg led to a clear neutralization of the toxo igg titer in samples spiked with rhophylac or undiluted rhophylac with a remaining titer of 8.7% to 9.6%, confirming that rhophylac contains igg antibodies against toxoplasma. Rhophylac can contain antibodies against diseases (anti-toxo igg antibodies), which can lead to unexpected toxoigg results in patients receiving rhophylac. This is stated in the rhophylac package insert. Results obtained from patients medicated with human blood product should therefore be evaluated with caution. The elecsys toxoigg assay performs within specification.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys toxo igg immunoassay (toxoigg) on a cobas 6000 e 601 module (e601). On (B)(6) 2017, the patient had a toxoigg result of 0.130 iu/ml (non reactive) accompanied by a data flag and a elecsys toxo igm immunoassay (toxoigm) result of 0.201 coi (non reactive). The patient was pregnant at the end of the third trimester of pregnancy. On (B)(6) 2017, the patient received an injection of rhophylac, which is a gamma globulin injection against the red blood cell rh+ antigen. The patient gave birth after injection of rhophylac. On (B)(6) 2017, the patient had a toxoigg result of 19.88 iu/ml (reactive) and a toxoigm result of 0.210 coi (non reactive). On (B)(6) 2017, the patient had a toxoigg result of 12.03 iu/ml (reactive) and a toxoigm result of 0.218 coi (non reactive). This sample was sent to another site and tested using the liaison xl toxoplasma igg method, resulting as 6.76 iu/ml (negative) on (B)(6) 2017. No adverse events were alleged to have occurred with the patient. It was suspected by the customer that the rhophylac drug interfered with the toxoigg assay. The e601 analyzer serial number was (B)(4). Upon investigation, it was found that the rhophylac drug contains human igg antibodies and this could have an influence on the toxoigg result. This can happen if the donors used to manufacture the drug are anti-toxo igg positive. The half life of igg in the blood is approximately 2 to 4 weeks.